Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving baclofen (2,000 mcg /ml at 367 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient is being treated for an infection in the hospital. It was unknown what type of infection or where it was. They were also diagnosed with pneumonia. Labs were drawn and the patient¿s white blood cell counts were elevated. No diagnostics/troubleshooting were performed. At the moment, the patient is being evaluated and treated with antibiotics. It was unknown if the event was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.